Event description:
It was reported that the cutter of the holster would not advance during a breast biopsy. The holster was replaced and the case was completed without incident. One device is being returned.

Manufacturer narrative:
Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the transverse drive shaft and the bushing. After servicing, the unit passed all qa testing procedures. Complaint info is trended on a regular basis to determine if further investigation is warranted.